Manufacturer narrative:
Philips received the complaint that the system cannot fluoro and exposure. No further information has been received. No service has been performed by philips, as the complaint was closed in source because the issue was no longer occurring. To date, there have been no further reports of this issue. These codes were updated based on investigation outcome. The health impact grid was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system x-ray could not execute a fluoroscopy or exposure. No harm has been reported. Philips has started an investigation of the complaint.